Event description:
This supplemental report is being filled to include additional information that the device had been explanted. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
It was reported that this device has depleted from 50% to 15% after two interrogation sessions. Device analysis was performed indicating that it is depleting prematurely. Replacement was recommended, however the device is still currently in service. No adverse events were reported.